Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric fixation nail (tfn) nail due to total hip replacement. A conical extraction bolt and the tip of a helical blade/screw extractor broke while trying to remove the im nail. It was mentioned that the im nail was not removed for a couple of hours. The procedure was successfully completed with a two (2) hours surgical delay. The patient status was fine. Concomitant device reported: unknown screw (part# / lot# unknown, quantity: unknown); this complaint involves four (4) devices. This report is for one (1) helical blade/screw extractor. This is report is 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot : part: 03.037.030, lot: 9518496, manufacturing site: hägendorf, release to warehouse date: 23.oct.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric fixation nail (tfn) nail due to total hip replacement. It was mentioned that the im nail was not removed for a couple of hours. A conical extraction bolt and the tip of a helical blade/screw extractor broke while trying to remove the im nail. The procedure was successfully completed with a two (2) hours surgical delay. The patient status was fine. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown); unknown tfn helical blade (part# unknown, lot# unknown, quantity# unknown) investigation flow: damage. Visual inspection: the helical blade/screw extractor (part # 03.037.030 lot # 9518496) was received at us cq. The distal tip of the device has completely broken off, no thread forms remained. The fragment was returned lodged in the returned 11.0mm ti helical blade 100mm (part # 456.305, 5791622). The proximal end of the extractor was deformed. The metal portion of the shaft that extends past the t-handle was deformed inward, the internal threads are no longer accessible due to the damage. The returned condition is consistent with the complaint condition thus the complaint is confirmed. Distal tip has completely broken off, damage to the proximal end of the device. Dimensional inspection: shaft diameter just proximal to the breakage was measured since the distal tip completely broke off. Manufacturing record evaluation: the received helical blade/screw extractor (part # 03.037.030 lot # 9518496) was manufactured at the hägendorf site on 23-oct-2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the overall complaint was confirmed for the received helical blade/screw extractor (part # 03.037.030 lot # 9518496) as the distal tip of the device has completely broken off. Although no definitive root-cause can be determined, it is possible the extractor experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric fixation nail (tfn) nail due to total hip replacement. A conical extraction bolt and the tip of a helical blade/screw extractor broke while trying to remove the im nail. It was mentioned that the im nail was not removed for a couple of hours. The procedure was successfully completed with a two (2) hours surgical delay. The patient status was fine. Concomitant device reported: unknown screw (part# / lot# unknown, quantity: unknown); unknown tfn helical blade (part#/lot# unknown, quantity: unknown). This complaint involves three (3) devices. This report is for one (1) helical blade/screw extractor. This is report is 3 of 3 for (B)(4).